Event description:
A doctor contacted baxter (B)(4) regarding a leak from a uv flash transfer set. The doctor stated there was leakage from the silicone tubing due to a crack on the tubing, which was found during use. The transfer set had been in use for 60 days. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with a leak noted in tubing below the white sleeve while in closed position. A clear passage was test performed with no issues noted. A clamp function test was performed with no issues noted. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A batch review could not be performed as the lot number was unknown.